Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported by the patient that the cassette malfunctioned and they have been off the infusion for about an hour trying to troubleshoot the pump. A no disposable - pump won't run error message displayed on the screen. The patient tried using a new mix, new cassette, and new tubing as well as switching the cassette from one pump to another, but kept getting the same error message. While on the phone with the contact, the patient tried once more to switch over to another pump and was finally able to get the infusion restarted. No side effects or changes in patient's breathing were reported. The doctor was informed about this event. Per additional information received, the patient reported that the backup pump was now giving a no disposable clamp tubing alarm. A new pump was sent out by the contacted pharmacy for this event. Per the contact, the patient was not doing anything incorrectly, there was a problem with the cassette. The patient had tried three pumps and they all gave the same error with the cassette lot number attached. The patient made another new mix with same cassette lot number and was able to start the pump. The cassettes appear to only last a few hours before giving an error. No patient injury was reported. Medwatch 707360 and medwatch 700442.